Event description:
A pt - in 2000 with mentor saline implant left deflation replaced. In 2005, with mentor 325 cc nacl implant. In 2008, appears to have partial deflation left breast. On two weeks later, bil implants removed. Right punctured to remove. Left removed intact -some saline is implant - clear. Replaced with mentor hp gel implants 450cc left, 500 cc right.